Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump had a scratched screen. The blood glucose reading was not available. The insulin pump had been converted into a canadian loaner device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.